Event description:
Customer called on (B)(6) 2011 reporting of a leak at the diff chamber of the beckman coulter coulter lh 750 hematology analyzer. Customer reported that no patient samples or results were affected by the leak. Customer was wearing personal protective equipment consisting of a lab coat, face protection and gloves at the time of the incident and no injury or exposure was reported. Field service engineer (fse) was dispatched and found that the tubing at the diff mixing chamber was torn. The fse replaced the tubing and verified repairs per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).